Event description:
It was reported that during a da vinci s hysterectomy procedure the customer experienced difficulty opening and closing the jaws of an instrument installed on a patient side manipulator (psm) arm. With the assistance of an isi technical support engineer the customer re-seated the sterile adapter, re-draped the psm, and hit the fault over ride button, however, the engagement issue continued to occur. The customer placed an instrument of a different type on the psm and stated it appeared to be responding accurately. The customer also reported hearing a "clicking" noise. The surgeon decided to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by field service engineering was unable to confirm the non intuitive instrument engagement issue reported by the customer. As a precautionary measure, the suspected patient side manipulator (psm) arm was replaced. The psm is an instrument arm located on the patient side cart, that provides the sterile interface for the endowrist instruments. Engineering also replaced the camera head and camera cable to address the customer reported "clicking" noise. The psm and camera head were returned to isi for failure analysis investigation. Engineering evaluation found the psm to have low cable tension on two axis' with one axis wrist drive shaft shifted to the left by approximately 40 degrees. The camera head showed indication of a physical drop causing a screw to loosen inside of the camera, thus generating the "clicking" noise experienced by the customer. As of 2008, there have been no reported recurrences of the issue at this hospital.